Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen main battery. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The swollen main battery was identified during visual inspection. The cause of the condition was undetermined. To correct the condition, the main battery was replaced. The device was restored to functional specifications. Should additional relevant information become available, a supplemental report will be submitted.